Event description:
It was reported to philips healthcare that the heartstart mrx froze at operational check along with not powering off.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.